Manufacturer narrative:
Examination was not possible, as the device were not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address poly wear.